Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's leads migrated. The pt is now feeling shocks in the mid back area and ribs. On (B)(6) 2010, the physician replaced the percutaneous leads with a paddle lead.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The leads were visually inspected and tissue was found on the stimulation end of the leads. The leads were functionally tested and an intermittent open was found on 2 channels. After the tissue was removed from the end of the leads, they passed functional testing. Conclusion: - the cause of the reported complaint could not be confirmed. Lead migration cannot be confirmed through lab testing. The leads however, are functional. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.